Manufacturer narrative:
Any additional information that may be obtained, will be sent in a follow-up when available.

Event description:
Pt received burns during iontophoresis. Electrode placement on the veil zone, right and left wrists for epicondylitis. Burn classified as 3rd degree. Burn occurred on 3rd treatment. Medication delivered through treatment was lidocaine, dosage 2.0cc. Patient is reported as having no preexisting conditions. Wave form used for treatment was constant current. Intensity was not disclosed. Treatment was interrupted and progress toward recovery was reported as impeded. Patient required local pharmacologic medical intervention.